Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c2 ventilator manufactured in 2014 displayed the alarm "blower service required." The nurse immediately replaced the ventilator, and ventilation continued without interruption. No patient harm occurred. No log files were available. The device had previously been repaired by a third-party company; therefore, the exact cause remains unclear. Based on available information, the most probable cause is blower lifetime reached. The ventilator was beyond its service life and has been removed from use. The case is considered closed.

Manufacturer narrative:
Hamilton medical ag reference#: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2025, a patient who was using a ventilator after surgery was initially able to ventilate normally, but suddenly received an alarm saying, "blower service required". The ventilator was replaced. No harm to the patient.